Event description:
Reporter alleged blood glucose measured 107 mg/dl at 6:07 pm back to back with a result of 29 mg/dl at 6:09 pm. It was stated customer did not recall having glucose symptoms however self treated with a glucagon pen. No medical treatment sought or received reportedly. A request was made for the return of the suspect device and replacement product was sent.